Event description:
The complaint alleges there was a tear in the et tube during intubation. It was reported that when the et tube entered the nose "there was some type of tear mostly through the entire ett". The et tube was removed and mask ventilation resumed until a replacement tube was placed without event. There was no patient harm. The patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed there were 3 cut marks in the tube body. A black stain was also observed on the cuff. A device history record review was performed and no relevant findings were identified. A sample was retrieved from the production lot at the manufacturing facility in order to duplicate the cut mark. A hot needle was used to duplicate the cut mark; however, only a slight scratch mark was observed due to the hot needle. There is a 100% visual inspection conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. The defect was found during the intubation process; therefore, it is possible that the defect occurred on the customer end, although this could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint alleges there was a tear in the et tube during intubation. It was reported that when the et tube entered the nose "there was some type of tear mostly through the entire ett". The et tube was removed and mask ventilation resumed until a replacement tube was placed without event. There was no patient harm. The patient's condition was reported as "fine".